Manufacturer narrative:
As reported, hemostasis was attempted with a 6f-7f mynx control vascular closure device (vcd) following a 6f ipsilateral retrograde puncture and contralateral superficial femoral artery (sfa) treatment. Since five minutes of manual compression did not achieve hemostasis, an additional five minutes of manual compression was applied, achieving hemostasis at a total of ten minutes. There was no reported patient injury. The deployer is mynx certified. A non-cordis sheath introducer was used. The femoral vessel¿s suitability was confirmed through angiography, including appropriate sheath insertion angle (30¿45 degrees). The device was used in the superficial femoral artery (sfa), with the vessel diameter confirmed to be =5 mm. No vessel tortuosity was reported, and no peripheral vascular disease (pvd) or calcium was present near the puncture site. The patient did not have elevated blood pressure. No bleeding was observed during the two minute temporary hemostasis period after sealant deployment. The product was not returned for analysis. A review of the manufacturing documentation associated with lot: j2512801 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿sealant inability to achieve hemostasis¿ could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It should be noted that per the mynx control instructions for use, it instructs users to open the stopcock to deflate the balloon to ensure complete balloon deflation. If the device is removed before completing balloon deflation, or if proper position of the device is not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, hemostasis was attempted with a 6f-7f mynx control vascular closure device (vcd) following a 6f ipsilateral retrograde puncture and contralateral superficial femoral artery (sfa) treatment. Since five minutes of manual compression did not achieve hemostasis, an additional five minutes of manual compression was applied, achieving hemostasis at a total of ten minutes. There was no reported patient injury. The deployer is mynx certified. A non cordis sheath introducer was used. The femoral vessel¿s suitability was confirmed through angiography, including appropriate sheath insertion angle (30¿45 degrees). The device was used in the superficial femoral artery (sfa), with the vessel diameter confirmed to be =5 mm. No vessel tortuosity was reported, and no peripheral vascular disease (pvd) or calcium was present near the puncture site. The patient did not have elevated blood pressure. No bleeding was observed during the two minute temporary hemostasis period after sealant deployment. The device will not be returned for evaluation.